Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that today the nursing staff informed medtronic that on (B)(6) 2023, the patient stated he did not think the therapy was helping his pain and this started dose titrations. This information was not provided to medtronic. Currently the patient had saline in his pump. The cause of the ineffective therapy was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. Patient was having an elective explant due to ineffective therapy. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Surgical intervention had been scheduled for (B)(6) 2025 for explant. The issue had not yet resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.